Event description:
It was reported that during a navio assisted ukr surgery when the surgeon was just about to cut bone, navio handpiece error message was displayed. After rebooting, connecting error message was displayed. The procedure was completed, with a 20 minutes delay, by changing to manual procedure. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Section g4 was updated. Section h10: the navio handpiece used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a loose connection. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The navio user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation. Internal complaint reference number: (B)(4).